Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the pulse generator, the torque driver could not be fully inserted into the set screw to allow for tightening. The device was removed from the pocket and a replacement device was successfully implanted.